Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of alarms on the patient¿s backup heartmate 3 system controller was confirmed via the submitted log files. The reported event of a noise from the backup controller was not confirmed as no product was returned. The submitted controller event log file captured backup battery not installed alarm on (B)(6) 2025 due to backup battery circuit and memory tag faults. The alarm was active for the remainder of the log file. There were no other notable events captured in the log file. Multiple attempts were made to obtain additional information regarding the return of the controller; however, no additional information has been provided and to date, the controller has not been received. A root cause for the reported events on the backup controller was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. "The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. An are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller, including backup battery not installed alarms. Section 2 of the IFU, entitled ¿system operations¿, instruct users not to twist, kink, or sharply bend the system controller power cables. Section 8 of IFU, entitled ¿equipment storage and care¿, addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had alarms from their backup system controller. Technical services stated that the backup controller appeared to contain routine charging events with no pump connections. The only notable alarms were from (B)(6) 2025 when the controller went into normal mode when the backup battery (bb) was briefly uninstalled/reinstalled. It was stated that the backup controller was not in use. Log file identified there was no connection to pump. It was communicated on (B)(6) 2025 that the backup controller was removed from the patient due to a noise it was making. No alarm was noted. The system controller would be returned. Additional information provided on (B)(6) 2025 stated that the cause of the noise was not identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.